Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d10 the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the screen turned black because the power of the device was turned off due to the following reasons. Since the electric capacity of the electrosurgical knife was large, the protective device of the mobile workstation was activated when the electrosurgical knife was used by connecting it to the power supply of the mobile workstation. The event can be detected by following the instructions for use which state: when using the mobile workstation (wm-np2, wm-dp2, wm-np1, or wm-wp1), confirm that the mobile workstation has adequate electrical capacity that is larger than the total power consumption of all connected equipment. If the capacity is insufficient, drop in the supply voltage can result or the electric protective device may trip and turn off all the equipment connected to the mobile workstation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported that when performing a colonoscopy using the cv-190 and a bovie esg. Every time the bovie is activated the screen goes black.. There were no reports of harm.